Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset multiple times unexpectedly. There was no patient involvement, as the issue occurred during setup of the pump and was not being used on the customer at the time of the event. Reportedly, the customer would continue use of manual injections for therapy.